Manufacturer narrative:
UDI related data quality updates only. This report is being filed as a correction in response to an FDA request. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information as multiple attempts were completed without response from the field. Because the product is unknown, we are unable to provide the unique identifier (UDI) # and other specific product information.

Event description:
It was reported that this lead from 2012 exhibited shock normal impedance with the old device. Then, when the lead was connected exhibiting out of range shock impedance measurements. It was suspected to be caused by the pin was to be fully inserted. At this time, this product remains in service and no adverse patient effects were reported

Event description:
It was reported that this lead from 2012 exhibited shock normal impedance with the old device. Then, when the lead was connected exhibiting out of range shock impedance measurements. It was suspected to be caused by the pin was to be fully inserted. At this time, this product remains in service and no adverse patient effects were reported